Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information; however, requested information has not been provided. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced allergic reaction while using comfort splint. Patient's tongue got numb on the sides upon waking up in the morning. The dentist had not provided additional information.

Manufacturer narrative:
This report is to address the device evaluation as it was omitted when the supplement #1 was submitted. The device investigation has been completed and the results are as follows: device history record: no DHR was available for review since the device was fabricated per physician's prescription only. Stock product: no stock product was available for review since the device was fabricated per physician's prescription only. Returned sample: complaint investigator visually inspected the returned parts. The upper tray was returned with original case. The results were summarized below. Roughness - the edge was smooth. Crack - no major cracks were found. Delamination - layers were intact and did not separated. Discoloration - no discoloration was observed. General cleanliness - very clean. Case was returned in a good condition with label. Investigation results: the device in original package was returned for investigation. Per visual inspection, the appliance had no defect and material has no abnormalities. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 3.0 (comfort h/s bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, customer did not provide the information regarding how the patient handled and maintained the device. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: section a2 and a3: updated to reflect new information. Section b1 and b2: updated to reflect new information. Section b5: updated to reflect new information.

Event description:
It was reported that the patient experienced a reaction to the comfort splint. The patient reports that the reaction happened within 40 minutes of wearing. The patient's mouth became numb. The patient discontinued that same night. The reaction lasted a few minutes after the patient removed the device. There was no treatment that was required. With regards to the device, the patient cleaned the device with warm water.